Event description:
In 2000, a syringe of collagen was uncapped and an adg needle was attached. The injection set was set aside awaiting the pt preparation. When the injection set was picked up, the needle popped off ejecting the contents on the pt and physician. The needle fell to the floor and no injuries were incurred. This event is being reported because its recurrence could cause injury.